Event description:
A malfunction alarm, identified as "malf 9," occurred, but there was no adverse impact to the customer's blood glucose level. The pump had not been reset for this malfunction within the last 24 hours, so technical support provided instructions for resetting it and assisted the customer with the task. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.